Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, the physician was unable to advance a pc400 coil through a px slim and both devices became kinked. They were both removed and the procedure continued using a new px slim and pc400 coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00099.

Manufacturer narrative:
Result: the introducer sheath was stretched approximately 2.6 cm from the proximal end and kinked approximately 24.0 and 27.5 cm from the proximal end. The introducer sheath was kinked approximately 24.5, 26.0, 27.5, 29.0, 31.5, and 38.0 cm from the distal end. The pusher assembly was kinked throughout its length. The pet lock was broken. The stretch resistant (sr) wire of the coil was fractured and the proximal constraint sphere was not present. The px slim was kinked approximately 13.0, 33.0, and 34.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the pc400 coil could not be inserted into the px slim, and the procedure was then successfully completed with a new pxslim and pc400 coil. Evaluation of the returned devices revealed the introducer sheath was stretched and kinked, the pusher assembly was kinked, and the px slim was kinked. The type of damage found on the px slim typically occurs if the device is improperly handled during removal from packaging or preparation for use. If the px slim is removed from the packaging or manipulated in the patient anatomy with at an angle with force, damage such as this may occur. The damage to the pc400 coil likely occurred due to attempted insertion into the kinked px slim. Penumbra coils are 100% functionally tested and all devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.